Event description:
End-user reports that she has had a fungal infection on skin since (B)(6) 2013 and medical doctor ordered nystop which resolved the rash as a result. End-user also reports that one month ago she stopped using the nystop and developed a rash on one side under wafer's mass.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. According to end-user, skin is cleanses in shower with (B)(6) soap and water then applies nystop and adapt skin barrier wipes then air dries, then applies barrier. End-user states that she will continued to use the nystop, in addition end-user states that since she has began using nystop again she has noticed an improvement in skin and washing has lessened. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.